Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not remove any residual air from cartridge. Customer loaded a new cartridge to resolve the issue. It was also reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction injection. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.